Event description:
It was reported that the user experienced repeated occlusion alerts on the ilet while using an inset infusion set (6 mm cannula, 23 in tubing), which persisted through multiple clear attempts and resolved only after the user changed all infusion supplie., the user was coached on disconnect terminology and the fill tubing procedure, and education was provided to replace the site if drops appear immediately during fill tubing. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose reportedly remained in range. Investigation included troubleshooting and user education. Investigation of this case revealed that the event was consistent with an insulin delivery occlusion that was resolved by replacing the infusion set and related disposables, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set or site issue corrected by a full supply change.

Manufacturer narrative:
Initial.